Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high reading of "500 mg/dl." On july 23, 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone. The patient indicated that she recently had a stroke and cannot remember much about the circumstances surrounding the incident. The patient's diabetes is managed with self adjusting insulin based on a sliding scale per the lfs meter readings. At the beginning of (B)(6) 2010, the patient went to see her diabetes educator who recommended her regular insulin dose be regulated between 5-10 units. The patient claimed that the insulin dosage was too little as her blood glucose started to be elevated. As a result of the elevated reading of '500 mg/dl" obtained on the subject meter, the patient increased her regular insulin to 20 units and reportedly "crashed badly,' and received assistance from her neighbor. She had symptoms described as "shaky, nausea, and sweaty." According to the patient, she does not remember what treatment she obtained. Over a course of 3 hours, she started to feel better. The patient tested with her friend's meter between (B)(6) 2010 and (B)(6) 2010 obtained blood glucose readings of "130-155 mg/dl." The patient reportedly does not know what may have been some of the contributing factors to her symptoms on the day of concern. According to the troubleshooting performed with customer service, there was no control solution to perform a quality test. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of hypoglycemia after she took insulin based on the lfs meter's elevated reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.